Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided indicated the consumer experienced irritation a few days after her period. She went to prompt care and they did an exam and ran tests for infection. All the tests came back negative. Consumer reported she still experienced symptoms two weeks later. She used the bathroom and noticed a piece of tampon came out. She went to the doctor the next day and was tested for infection again. The tests came back negative.